Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a starclose se after a superficial femoral stenting procedure using a small hole sheath. Reportedly, after the exchange sheath was locked into place with no issue, step 2 could not be completed (locking plunger into the window) due to excessive resistance. The device was unable to be removed. The safety release button was pressed and the device was removed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam was confirmed. The reported difficulty to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The reported difficulty deploying the vessel locator wings appear to be related to device angle changed during step #2 deployment of the plunger such that garage leaves interacted with flex-guide and sheath. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.